Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple pts, involving access 2 immunoassay system. The customer stated the elevated results were slightly above 0.05 ng/ml and subsequent testing produced negative results. The customer stated only one result was released out of the laboratory and questioned by the physician. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse adjusted the transducer and cleaned the aspirate probes and calibrated the incubator belt. The fse successfully completed a 10-replicate precision test. The unit conformed to the MFR's performance specs. The customer has a standard protocol to retest elevated or erroneous pt results prior to release. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.